Event description:
The hcp reported the pump pocket was infected with gram positive and negative bacteria in pairs. The pump was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.